Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported an illumination failure of the green power on/off light emitting diode (led). There was no patient involvement. The event date was not specified; estimate used.